Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. No bends, kinks or damages were observed on the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl while wearing the pod longer than 48 hours. Patient's mother reported the pod was leaking, causing the adhesive to loosen. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and boluses (4 units each) were delivered every 30 minutes until bg levels decreased.